Manufacturer narrative:
Multiple attempts to retrieve information about the event were unsuccessful. Evaluation narrative - the subject device, one powermax elite, part number 72200616 was received on december 14th, 2015 and confirmed to be serial number (B)(4). The reported complaint has been confirmed. Functional testing has found that the motor is laboring and draws excessive current from the control unit. Further inspection has found a mechanical failure of the motor gear box. This condition is the most likely cause for the ¿overheated¿ complaint. A review of the manufacturing records show this unit was released to distribution as a new device on or about (B)(6) 2014. A review of the device manufacturing records show the device met all applicable product specifications when released for distribution. The complaint investigation has concluded the cause of the complaint to be a mechanical failure of the motor gear box. Device was evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
Date of event was not provided. (B)(4).

Event description:
It was reported that during an unknown procedure that the hand piece was overheating.